Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 11/18/2016 to 05/17/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ one suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. ¿ concomitant device evaluation was not performed since an issue with the performance of sterrad® is unlikely. The cycle passed and the ci disc changed color appropriately. Additionally, the subsequent bi was negative for growth. The assignable cause is not verified; the issue was a singular event. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Correct catalog # 14324-97. (B)(4). Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator changed correctly. The previous and two (2) subsequent bis had negative results. The affected load was not released for use on patients and there has been no report of injuries or harm as a result of this event. Although there has been no confirmed reports of injury or harm to any patients in this event and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.